Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding implantable neurostimulator (ins). The reason of the call was caller stated that they will be having a bone scan (MRI) and wanted to know if it's okay. Agent reviewed MRI mode with the caller but caller mentioned that they were no longer using the device for over a year now as it's not working for them as they kept getting shock whenever they move. Caller also added that even after being adjusted it is still not working right. Agent advised to charge up their devices and contact us back to walk them through MRI mode